Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. "The wrong report was inadvertently submitted under this number. This report is the corrected report."

Event description:
It was reported that a patient experienced a dental implant loss.